Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s blood glucose rose to 580 mg/dl, leading the caregiver to disconnect the ilet and administer fast-acting insulin, then manage the patient with long-acting and fast-acting insulin while off the device; no device malfunction alerts were observed in the system logs, supplies and infusion sites appeared undamaged after multiple changes, and specific lot numbers for the infusion set and connector were provided. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.